Manufacturer narrative:
The customer replaced the measurement cartridge and the system is operational. The customer provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Event description:
The customer reported a discrepant low na+ result on a patient sample when compared to a repeat on a laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Based on the review and analysis of the provided data for the instrument log with the measurement cartridge installed, aqc expected recovery, raw signal responses, reagent response curves, and calibration history; indicates that the instrument was performing as intended at time of analysis of the patient samples that generated the alleged discrepant low sodium results. No product problem identified. The cause of this event is unknown.